Manufacturer narrative:
Device received with constant a64 alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test and displacement test due to a64 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf pic failed self test. The customer¿s blood glucose was 165 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.